Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap. Assisted distal gastrectomy, on the transection of the duodenum and stomach body, the 1st firing was fine but at second firing the device suddenly stopped in the middle and all button were not available. So they "reboot" the device by ejecting the battery, then the jaw was opened. So they kept the operation and it was fine until the third firing. But at the fourth firing "there were same issue happened like second one". So they removed the device and converted to the competitor's product.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 18 autoclave cycles for the handle. A pmv representative adapter and reload were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.